Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the implant was inserted into the patient, but the turned position was incorrect. The surgeon then used a slap hammer to remove the implant, but it detached from the holder despite the green line still being visible and the ring being in the ¿up¿ position. The surgeon used the removal tool and slap hammer to remove the implant, but it was with great difficulty. The implant was then reinserted, but was left in a lateral position, which was the best they could achieve. A surgical delay of 30 minutes was reported. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device was not explanted. Device is not available for return as it remains in the patient. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 11, 2014 - expiry date: june 1, 2024 - this complaint is assessed as not related to sterilization. No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.